Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust contamination observed on and in the blower, indeterminate brown contamination observed between front panel and upper enclosure. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 3 errors logged. The manufacturer concludes there was evidence of dust contamination observed on and in the blower, indeterminate brown contamination observed between front panel and upper enclosure. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, d10, g3 and h6 has been updated in this report.